Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that non of the buttons on their device are working properly. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.